Manufacturer narrative:
The explanted device was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator had started to erode through the top of the device pocket. A pocket revision was to be performed in the near future. No additional adverse patient effects were reported.

Event description:
Additional information was received on (B)(6) 2011 that this device was explanted on (B)(6) 2011. The device was not returned to boston scientific. No additional adverse patient effects were reported.